Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56 serial #: (B)(4), description: avista MRI perc lead kit, 56 cm; model #: sc-4319 lot #: 18972677 description: clik x MRI anchor.

Event description:
A report was received that following permanent implantation of the device the patient experienced dizziness, disorientation, fever and combative behavior. The patient was sent to the emergency room by the implanting physician. While in the hospital the patient was intubated due to combative behavior. An MRI was performed and showed fluid in the epidural space, the patient was then diagnosed with meningitis. According to the physician, the patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had a spinal leak that was seen via MRI stretching down the entire length of the spinal canal to the base of the brain. The patient was prescribed six weeks of IV antibiotics. The implanting physician believes that the reported event was procedure related because during the procedure the physician reported a wet tap however, the explanting physician believes the reported event was due to alcoholism. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records and sterilization records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following permanent implantation of the device the patient experienced dizziness, disorientation, fever and combative behavior. The patient was sent to the emergency room by the implanting physician. While in the hospital the patient was intubated due to combative behavior. An MRI was performed and showed fluid in the epidural space, the patient was then diagnosed with meningitis. According to the physician, the patient will undergo an explant procedure.